Event description:
Patient presented with arthrofibrosis and manipulation was not successful. Surgery is planned and poly inserts may be exchanged during the procedure.

Manufacturer narrative:
Patient presented with arthrofibrosis and manipulation was not successful. Surgery is planned and poly inserts may be exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification.